Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1nz5m, implanted: (B)(6) 2018, product type: lead, UDI: (B)(4), ubd: 2022-02-08. Method/result/conclusion codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what actions/interventions were taken to resolve the device not working since having the CT scans the patient responded that leads had moved from a fall and device was reprogrammed. No further complications were reported or are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1nz5m, implanted: (B)(6) 2018, product type: lead, UDI: (B)(4). Ubd: 2022-02-08. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the hcp states the action taken to resolve the device not working/return of symptoms since CT scan was, the patient had appointment to adjust the device. The patient had reported the lead had moved from a fall, but this was not confirmed. It was unknown whether there was a programmer issue. No further complications were reported or are anticipated.

Manufacturer narrative:
Date is approximate, year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s device isn't working and the patient is "having accidents all the time" which started while she was in the hospital earlier this year after they did 2 or 3 CT scans. The patient put new batteries in the programmer a few days ago and is able to synchronize but can't see the numbers. Patient did not have access to their patient programmer for troubleshooting. Patient was advised to contact their doctor to see if the CT scans affected their implanted device and to address the loss of therapy. For medical details given: patient was hospitalized for about 2 and a half weeks due to abscesses in the colon which were not related to the device and were the reason for the CT scans. No further complications were reported or are anticipated.